Manufacturer narrative:
Citation: russo et al. Transcatheter aortic valve replacement for aortic regurgitation after septal myectomy in patients with obstructive hypertrophic cardiomyopathy. Cardiovasc revasc med. 2021 jul;28s:225-226. Doi: 10.1016/j.carrev.2020.06.010. Epub 2020 jun 15. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 65-year-old female patient who developed severe aortic regurgitation nine years after myectomy. She subsequently underwent successful implant of a medtronic 26 mm evolut r bioprosthetic valve (unique device identifier numbers not provided). Three days after procedure the patient underwent implantation of a permanent pacemaker due to advanced atrioventricular block. A follow-up at 7 months post-implant confirmed normal function of the bioprosthesis with normal gradients and no paravalvular leaks. No additional adverse patient effects or product performance issues were reported.